Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed and reproduced during evaluation. Evaluation found the downstream sensor reading to be too high with a fluid filled set. The evaluated signal caused the downstream occlusion alarm. The device was reworked to correct this condition.